Event description:
It was reported that the device and concomitant lead were explanted when the programmer indicated that there was output circuit damage. The circuit damage resulted in aborted charges. A changes in threshold was also reported. The patient reported receiving one therapy. The rv df-1 pin of the lead was reportedly broken above the bifurcation. It is unknown if the lead was fractured while implanted or during explant procedure.